Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient underwent deployment of an inferior vena cava (ivc) filter secondary to progressive deep venous thrombosis on anticoagulation and history of hypercoagulable state consistent with lupus anticoagulation. Ivc filter placement was via the right groin and deployed into an infrarenal location. A follow-up inferior vena cavogram verified position. The patient was discharged twelve days post ivc filter deployment with inr in the recommended therapeutic range of 3-3. Approximately ten and a half years post ivc deployment, the patient was seen in the emergency room for coumadin toxicity. Approximately fourteen years post ivc deployment an echocardiogram revealed an ejection fraction of 20%, reduced left ventricular systolic function and a possible apical left ventricular thrombus. An echocardiogram was repeated a few months later which did not demonstrate ventricular thrombus. The patient was noted to be on lifelong anticoagulation. The current condition of the patient and that of the filter is unknown. Investigation review: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the patient experienced heart failure and left ventricular apical thrombus. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.